Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during fill tubing associated with insulin leakage into the ilet and occlusion behavior around 30¿40 units despite multiple supply changes and correct procedural guidance, ultimately necessitating replacement of the ilet; the user had been pre-assembling the connector to the cartridge outside the ilet, and troubleshooting included rewinds, fill attempts without tubing, and controlled trials with brand new supplies and with water, which still reproduced the alert. Symptoms included hyperglycemia. Outcomes included continued device alerts and the need for manual subcutaneous insulin administration. Investigation included technical troubleshooting, review of alert history, guided re-attempts with new consumables, and verification with alternative fluid. Investigation of this case revealed persistent failure to proceed during fill consistent with an occlusion-related malfunction localized to the pump/cartridge interface despite new cartridges, connectors, and infusion sets. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related bent lead screw which leads to the alert.